Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The lead was returned but analysis could not be performed due to legal restrictions. The analyst noted that visual inspection was performed without destructive analysis. Electrical test could not be performed due to legal hold indicated on the associated right ventricular (rv) lead. Concomitant medical products: 6949 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no alleged product issue with the atrial lead when it was explanted at the time of the right ventricular (rv) lead revision procedure. The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification.